Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had a loss of therapeutic stimulation within the last two days. Patient stated his stimulation did not seem to be working as well. Patient programmer settings were reviewed with the patient by medtronic's patient services. Several months later was reported the patient was not able to adjust stimulation. He was seeing the "call you doctor" icon. The out of regulation screen was detected two days after patient went swimming in a pool. Patient was switching between a and b programs and the icon appeared. Patient tried again while on the phone with patient services and no longer saw the icon and the system seemed to be working. Days later the patient again saw the oor icon. He was increasing from 2.8 to 2.9 and got the oor on the programmer and is not able to make any adjustments in b. Patient was in the clinic several days ago and they made several adjustments. Medtronic representative interrogated the device. Patient programmed at 11-, 10+, 9+, impedances were in the range of 1222-3069 ohms when done at default. Group impedances were 1192/1454 ohms. When electrode 10 was removed, impedances showed >40,000 w/ c/11 and 10/11. Reran again by programming 10+, everything with 11 came back >40,000 ohms. Patient battery voltage is 2.90v. X-rays were going to be done. It was noted the patient had started working out lately. Device was able to taken out of the oor condition by reprogramming the high impedance electrode. The patient was doing well.